Event description:
It was reported that when the patient had the stimulation turned on the previous night, "all of a sudden it turned off". She checked it with the programmer, confirmed the device was off and saw the battery light flashing. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.